Event description:
Event description: per cnf, it was reported that: event; others (please specify the details on the event description column.) Please describe the details of the event; a map was created using orion anatomy only, then switched to farawave. After completing bias and contact sensing calibration, st elevation occurred prior to energization, and a cag was performed. The patient developed vf/vt, and chest compressions and dc were performed multiple times. The patient vomited blood during chest compressions, and since the catheterization lab was very hectic, fluoroscopy was monitored outside the lab. During cag, a coronary artery was found to be ruptured, and a significant amount of air had entered the left atrium and right ventricle. St elevation persisted, and attempts were made to remove the air; however, the procedure was terminated when the patient was taken out of the room to undergo a left atrial contrast CT scan. What was the patient's medical history/comorbidity? Please indicate the medication information (medications being taken, contraindications, etc.) Was bav being performed? What was the size of the aortic annulus? What was the access part? In case of leak observed after the procedure, what was the severity? Since vcc is handled by a different distributor, it will be shipped from (B)(6). Patient info: weight: "asked but not available as per account". In addition, the e-mail address of the physician, who was also the initial reporter, was not available. Infected: unknown infection name. Resolution: not completed due to another reason. Where did event occur: inside the patient. Outcome: no information available. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Physician's comment: it was reported that pv injury likely occurred, with a possibility of lung injury as well. Generator used ablation catheter used, other used. Event date: (B)(6) 2026.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting the return of the device.